Event description:
I have used the minimed continuous glucose monitoring system for about 3 months and have had very negative experiences. Last friday, the continuous monitor was showing a blood glucose/interstitial fluid reading of 128. I did a blood glucose test on a glucose meter and found that my blood sugar was a mere 60 ... A misreading of 50% - or 100%, depending on which way you look at it. Such an erroneous reading could lead someone to take more insulin when in fact, blood sugar levels are already too low. This is not the first time I have had readings this erroneous. In fact, it is common for the continuous monitor to be wrong by a significant amount. For example, this morning the monitor was showing a 168, while my meter showed a 117. D3. Dates of use: 2007 - 2008. Diagnosis or reason for use: diabetes.